Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the therapy stopped due to a power on reset (por). The por was not due to an overdischarge. The patient was getting the informational por message on the patient programmer screen for the first time. The patient clarified that they had not had any surgeries recently but did years ago, and that they had not been around strong electro magnetic interference (emi). The por reported was an information por. The steps on clearing a por with the patient programmer were reviewed. The clearing of the por was successful. The patient was getting the normal screen on the patient programmer and saw the therapy on icon, and setting on the patient programmer screen. It was clarified that therapy was adequate. It was confirmed that the device charges and that the implantable neurostimulator (ins) was about 50% charged. The issue was resolved over the phone. Other relevant medical history includes non-malignant pain.